Event description:
In 12/1977, the pt went into complete heart block and underwent implantation of a pacemaker. On 2/12/98, the skin in the left subclavian area had an area of erosion. The pacemaker was visible below the skin. Purulent drainage was coming from the edges of the skin erosion. On 2/12/98, the pt underwent pacemaker explantation and lead extraction.